Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
It was reported the patient received the following results within 10 minutes: 357 mg/dl and 174 mg/dl.